Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: since the component designated as the "cp-plate" was deformed and tilted, the stopper slid along the tilt, deformed the stopper and the guide plate, and got between the plate and the guide plate. Consequently, the bending angle in left direction was not within the standard value because force that was generated by turning the angulation control knob in the left direction was transmitted unsuccessfully to the bending section. The user can detect the suggested event properly by handling device in accordance with the following instructions for use: "·inspection of the endoscope_ inspection of the bending mechanisms" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to wear of the angle wire, bending angle in up direction does not meet the standard value. Due to deformation of guide plate ul unit, bending angle in left direction does not meet the standard value the ceiling plate (cp plate) of the control body unit was deformed. The s-stopper was deformed and the bending section cover was worn out. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, they were unable to move the distal end of the colonovideoscope to the left and could not progress further. Most likely the stopper or the tension cable was broken. The issue happened at the beginning of colonoscopy procedure. The patient was not under anesthesia, only lidocaine gel was applied. There was no delay and the procedure was completed with a similar device. The physician removed the instrument from the patient without any harm or injury to the patient.